Event description:
Boston scientific received info that this right atrial (ra) lead had very high thresholds. An x-ray was performed where it was determined that the lead had dislodged. A lead revision procedure was performed during which the ra lead was explanted and replaced. No adverse pt effects were reported. The lead has been returned for analysis.